Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe 0.5ml 30ga 8mm 10bag 500 pl/wg had moisture inside of the syringe. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 928854. Batch no. 7352875. It was reported that there was moisture inside of the syringe. Verbatim: (B)(6) pharmacist reported on behalf of consumer that there was moisture inside of the syringe before injection. Consumer does not re-use syringe, occurrence date is unknown. Lot # 7352875, product # 928854, expiration date was not provided. Pharmacist gave consumer a replacement box, sending mail kit and replacement product to pharmacy.

Event description:
It was reported that bd¿ syringe 0.5ml 30ga 8mm 10bag 500 pl/wg had moisture inside of the syringe. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 928854, batch no. 7352875. It was reported that there was moisture inside of the syringe. Verbatim: walgreens pharmacist reported on behalf of consumer that there was moisture inside of the syringe before injection. Consumer does not re-use syringe, occurrence date is unknown. Lot # 7352875, product # 928854, expiration date was not provided. Pharmacist gave consumer a replacement box, sending mail kit and replacement product to pharmacy.

Manufacturer narrative:
H.6. Investigation: customer returned (3) 1/2cc, 8mm, 30g walgreens syringes in an open poly bag from lot # 7352875. Customer states that there was moisture inside of the syringe before injection. All returned syringes were examined and all exhibited clear droplets of material inside the barrels. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely insulin. This material would not have been acquired during the manufacturing process. A review of the device history record was completed for batch# 7352875. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200731829] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure, although this material would not be acquired from the manufacturing process and is not a manufacturing defect. This material may have been acquired from the customer. Insulin would not have been acquired during the manufacturing process.